Event description:
It was reported that during routine inspection it was observed that the motor device was running rough. It was not reported if there were any delays to a planned surgical procedure or if a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was rough running was confirmed. An assessment was performed and it was observed that there was a hole in the hose near the muffler. It was further observed that the device was running at 68,776 rotations per minute (rpm) which is below the operational specification (75,000 rpm) causing it to run rough (sluggish). During repair it was observed that the vanes were worn out causing the device to run sluggish and below the operational rpm specification. It was determined that the assignable root cause of the condition of the hole in the hose near the muffler is consistent with an assembly tooling / manufacturing issue. This issue has been captured in a CAPA. It was further determined that the assignable root cause of the worn out vanes was due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.